Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested for roche cardiac trop t (tnt) with two cobas h 232 analyzers. The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a product released for distribution in the united states. A sample from the patient was first tested on cobas h 232 analyzer serial number (B)(4) at 14:21, resulting as 337.0 ng/l. The result was reported outside of the laboratory to the doctor. The sample was checked on a second cobas h 232 analyzer (serial number (B)(4)) and the result was the same. The customer was not able to provide the exact numeric value from this second analyzer. Based on these results, the patient was sent to the hospital emergency room. A second sample was collected from the patient in the hospital at 16:36 and tested with the elecsys troponin t hs stat assay (tnthsst) on a cobas 6000 analyzer. The tnthsst result from this sample was 8.83 ng/l. A third sample was also collected from the patient in the hospital at 19:30 and tested with tnthsst on the cobas 6000 analyzer, resulting as 9.39 ng/l. The first sample was then tested for tnthsst on the hospital cobas 6000 analyzer, resulting as 7.76 ng/l. No adverse events were alleged to have occurred with the patient. The patient was asymptomatic.

Manufacturer narrative:
A sample from the patient was returned for investigation. The frozen sample arrived thawed. Investigation and results: the patient sample was measured twice on a cobas e 411 immunoassay analyzer (e411). E411 results: first measurement: 4.98 pg/ml; second measurement: 5.02 pg/ml. One native blood sample was spiked with sample from the patient and was measured on a qualified cobas h 232 analyzer. The sample was measured three times with relevant retention test material of lot 24141810. Measurements on qualified cobas h232: first measurement: <40 ng/l; second measurement: <40 ng/l; third measurement: <40 ng/l. On the basis of these results, further testing of the sample for potential interferences was not possible.

Manufacturer narrative:
The customer's product was requested for investigation, but the customer declined to provide the meters or test strips. Relevant retention test strip material (lot 24141810) was measured on qualified cobas h232 with three native blood samples and one spiked blood sample (c=300 ng/l). Each blood sample was tested with three test strips. The blood samples were also measured on a cobas e 411 immunoassay analyzer (cobas e411). Results: mean of the measurements on qualified cobas h232: first native blood sample: <40 ng/l; second native blood sample: <40 ng/l; third native blood sample: <40 ng/l; spiked blood sample (c=300 ng/l): 312 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml; second native blood sample: <3.00 pg/ml; third native blood sample: <3.00 pg/ml; spiked blood sample (c=300 ng/l): 319.7 pg/ml. The results of all measurements fulfill requirements.